Event description:
On (B)(6) 2010, pt reported he received an e7 (electronic error) alert on the infusion device display. Pt reported he installed a new battery, and the e7 occurred after installing the new battery. Verified battery type. Advised pt to reseat battery and allow e7 alarm to continue for 3 minutes. After 3 minutes, advised pt to reseat the battery, reconnect to the infusion site and return the infusion device to run mode. Pt stated e7 alert persists with the 2nd new battery. Advised pt to switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.